Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare rep that the heater wire of an rt329 infant breathing circuit was dislodged from the distal clip. This event occurred during pt use. No pt consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned rt329 infant breathing circuit was visually inspected for retracted heater wire. A stimulation to replicate heater wire retraction was also performed. Results: the heater wire in the inspiratory tube of the returned breathing circuit was detached from the retention clip and had retracted a small amount. A simulation set-up to replicate or cause the heater wire to detach from the retainer clip resulted in the heater wire not heating correctly with a corresponding drop in temperature. This in turn caused the respiratory humidifier to alarm. A lot check was not performed as no lot info had been provided. Conclusion: a random sampling test of product from the production line indicates that the retention clips of a proportion of breathing circuits exhibit a noticeable tilt that current specifications allow. Stretching of those tubes with a tilted retention clip by the operator whilst the breathing circuit is in use can cause the heater wire to disconnect from the clip and allow the heater wire a small amount of retraction. The rt326 infant breathing circuit user instructions contain a warning to the user not to "stretch" or "milk" the tube. Fisher & paykel healthcare was unable to identify any manufacturing or design flaws that could have contributed to the failure as reported. It is possible however, that stretching the tube during handling can result in detachment of the heater wire from its clip. From the stimulation of heater wire retraction, the humidifier would alarm. (B)(4).